Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6) crd_966 - portico ng approval study, it was reported that on (B)(6) 2022 a 35mm navitor titan valve was successfully implanted. Follow up transthoracic echocardiogram (tte) was completed on (B)(6) 2022 aortic regurgitation was noted as mild, paravalvular leak was also noted as mild. Peak aortic gradient was noted as 14.60mmhg. On 13 mar. 2022, the patient presented with thrombocytopenia and worsening chronic kidney injury. A heparin-induced thrombocytopenia (hit) panel was ordered and came back negative on (B)(6) 2022. Patient's platelets were down to 50k cmm. No treatment was noted for thrombocytopenia. Oral losartan was held to treat the chronic kidney injury. On (B)(6) 2022 , the patient presented with new first degree atrioventricular heart block. The patients medication was administered/adjusted to treat the heart block. On (B)(6) 2022, the patient presented to the emergency department (ed) with complaints of shortness of breath and weakness due to congestive heart failure. An x-ray was performed and showed evidence of pulmonary edema. The patient was admitted for work-up with cardiology consulted. The patient's brain natriuretic peptide (bnp) was 940pg/ml. Lasix intravenously (IV) was administered. The patient was discharged to a skilled nursing facility on room air on (B)(6) 2022. It was noted that the events did lead to prolonged hospitalization.

Event description:
Clinical study patient ID: (B)(6), crd_966 - portico ng approval study, (B)(4). It was reported that on 10 mar. 2022, a 35mm navitor titan valve was successfully implanted with a depth of 2mm on the noncoronary cusp, 4mm on the left coronary cusp. Post-procedure, the patient was in junctional rhythm with some evidence of hemodynamic instability and pulseless electrical activity (pea) arrest. Medicine was administered and temporary pacer was inserted into the internal jugular. On 13 mar. 2022, the patient presented with thrombocytopenia and stage 3 chronic kidney injury. A heparin-induced thrombocytopenia (hit) panel was ordered and came back negative on 14 mar. 2022. Losarta was held to treat the chronic kidney injury. The kidney injury was thought to possibly be due to the procedure, while the thrombocytopenia was not. On 14 mar. 2022, the patient presented with first degree heart/av block, likely due to the implanted valve. The patients medication was administered/adjusted to treat the patients heart block. On 16 mar. 2022, the patient presented to the ed with complaints of shortness of breath and weakness due to congestive heart failure. An x-ray was performed and showed evidence of pulmonary edema and was admitted for work-up with cardiology consulted. The patient was also found to have elevated troponin levels. Electrocardiogram (EKG) is unchanged from most recent EKG. Medication was administered and the patient was discharged to a skilled nursing facility. It was alleged that the congestive heart failure may have been related to the implant procedure. On 10 apr. 2022, an echo was performed and revealed newly reduced systolic function with distal lateral and inferolateral wall motion abnormality, decreased left ventricular (lv) function, and worsening mitral regurgitation cardiology, CT surgery and ep were consulted. The patient denies any significant chest pain and troponin level is very low. Medication was administered/adjusted to treat the event. There is no allegation that the newly reduced systolic function with distal lateral and inferolateral wall motion abnormality was due to the abbott device. No additional information was reported.

Manufacturer narrative:
Correction: b5, b6.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 35mm navitor titan valve was successfully implanted with a depth of 2mm on the noncoronary cusp, 4mm on the left coronary cusp. On 13 mar. 2022, the patient presented with thrombocytopenia and stage 3 chronic kidney injury. A heparin-induced thrombocytopenia (hit) panel was ordered and came back negative on (B)(6) 2022. Losarta was held to treat the chronic kidney injury. The kidney injury was thought to possibly be due to the procedure, while the thrombocytopenia was not. On (B)(6) 2022, the patient presented with first degree heart/av block, likely due to the implanted valve. The patients medication was administered/adjusted to treat the patients heart block. On (B)(6) 2022, the patient presented to the ed with complaints of shortness of breath and weakness due to congestive heart failure. An x-ray was performed and showed evidence of pulmonary edema and was admitted for work-up with cardiology consulted. Medication was administered and the patient was discharged to a skilled nursing facility. It was alleged that the congestive heart failure may have been related to the implant procedure. On (B)(6) 2022, an echo was performed and revealed newly reduced systolic function with distal lateral and inferolateral wall motion abnormality, decreased left ventricular (lv) function, and worsening mitral regurgitation cardiology, CT surgery and ep were consulted. The patient denies any significant chest pain and troponin level is very low. Medication was administered/adjusted to treat the event. There is no allegation that the newly reduced systolic function with distal lateral and inferolateral wall motion abnormality was due to the abbott device. No additional information was reported.

Manufacturer narrative:
An event of "first degree heart/av block", thrombocytopenia, chronic kidney injury, congestive heart failure, pulmonary edema, and reduced systolic function was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Section h6: health effect - clinical code 4451 was added. Section h6: medical device problem code 1457 was removed. Medical device problem code 2993 was added.